Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that intima-ii y 20 ga x 1.16 in prn/ec slm prn was loose and leaked. This was discovered during use. The following information was provided by the initial reporter: the patient was admitted to the hospital at 120 for abdominal pain within 1 hour. After the relevant examination was improved, the patient was given intravenous infusion according to the doctor's advice. Due to the older age of the patient and poor vascular elasticity, the patient was given intravenous indwelling needle after communication with the patient, and the patient was instructed to start infusion. Given patients replacing another bottle of liquid medicine found no abnormalities, about 15 minutes afterwards again, it was found that heparin cap was off, it led to solution were not lost in the blood vessels, blood flowed out, the nurse immediately pulled out the needle, replaced the puncture blood vessels, and she immediately dealt with blood, and nurse did a good job of explaining, patient said understanding; no adverse phenomenon occurred after replacement of indwelling needle puncture.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm prn was loose and leaked. This was discovered during use. The following information was provided by the initial reporter: the patient was admitted to the hospital at 120 for abdominal pain within 1 hour. After the relevant examination was improved, the patient was given intravenous infusion according to the doctor's advice. Due to the older age of the patient and poor vascular elasticity, the patient was given intravenous indwelling needle after communication with the patient, and the patient was instructed to start infusion. Given patients replacing another bottle of liquid medicine found no abnormalities, about 15 minutes afterwards again, it was found that heparin cap was off , it led to solution were not lost in the blood vessels, blood flowed out, the nurse immediately pulled out the needle, replaced the puncture blood vessels, and she immediately dealt with blood, and nurse did a good job of explaining, patient said understanding; no adverse phenomenon occurred after replacement of indwelling needle puncture.

Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9077615. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. No sample was returned therefore the defect of catheter cracking could not be observed. Retain samples were tested and found to be normal and fully functioning. As a result, the root cause could not be determined. H3 other text : see h.10.